Event description:
Reference MDR# 3010532612-2014-00014 for the first event and MDR# 3010532612-2014-00015 for the third event involving the same patient. It was reported that while in the pediatric cath lab the wedge pressure catheter was inserted via the same femoral site as the first catheter. It was found that this balloon did not fully inflate. The md removed the catheter and requested another for use. Additional information received stated the wedge pressure catheter was pre-tested prior to insertion. The user used the controlled stroke syringe that came with the ai-07121.

Manufacturer narrative:
(B)(4).